Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inratio 2.9. Date: (B)(6) 2011, inratio 3.9. Date: (B)(6) 2011, inratio 1.1. Patient's therapeutic range: 2.5-3.0 inr.